Event description:
It was reported that shaft break occurred. During the procedure, while an opticross imaging catheter was outside the patient, the catheter was fractured. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: unit returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. There was no damage observed on the distal tip or guidewire exit port assembly. No detachments were observed along the device. No other visual damages were encountered upon visual inspection. No other issues or defects were observed during product analysis of the returned device.

Event description:
It was reported that shaft break occurred. During the procedure, while an opticross imaging catheter was outside the patient, the catheter was fractured. The procedure was completed with another of the same device and there were no patient complications reported.